Event description:
It was reported that the patient reported to the emergency room after receiving several shocks from the implantable cardioverter defibrillator (ICD). The patient noted they were asymptomatic. Boston scientific technical services (ts) reviewed episodes and found that the patient received several anti-tachycardia pacing (atp) and 25 41 joule shocks. Ts noted it was hard to determine if the arrhythmia was atrial or ventricular driven or if the patient had a dual arrhythmia. Ts noted that therapy does convert the rhythm but the patient went back into it. Therapy was exhausted in one episode. Ts recommended an electrophysiologist or cardiologist review the electrograms (egms) to determine if it was a dual arrhythmia. The electrophysiologist reviewed and determined while some of the shocks were appropriate, most of the shocks were due to supraventricular tachycardia (svt). The patient was hospitalized and their medicine was changed. The ICD remains in service and no additional adverse patient effects were reported.